Event description:
It was reported that the patient developed right heart failure on (B)(6) 2023 and then was admitted on (B)(6) 2023. They had peripheral edema and experienced decreased function of the right heart and tricuspid valve regurgitation. They were administered a diuretic and were discharged on (B)(6) 2023.

Manufacturer narrative:
Related manufacturer reference number: 2916596-2023-07410 (previous admission for right heart failure) no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported right heart failure and tricuspid regurgitation could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, the customer will not provide any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.